Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced hyperglycemia with a blood glucose (bg) of 500 mg/dl associated with an alleged inaccurate delivery. The patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts) it was noted that the basal/temp basal settings were incorrectly programmed. The basal delivery totals in the total daily dose matched the active basal program total; the basal history matched the active basal program settings. All boluses were recorded as programmed. The reporter also mentioned that the patient is on dialysis three times per week. This is being reported because the patient experienced hyperglycemia due to use error (basal/temp basal settings were incorrectly programmed.)

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: a review of the black box showed the last bolus delivery was a four unit normal bolus. The pump was run for 24 hours at a two unit per hour basal rate and at the end of testing the basal history correctly showed two units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.